Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited increased threshold measurements. A chest x-ray confirmed lead dislodgement. The lead's outputs were reprogrammed and the lead remains in service. No adverse patient effects were reported.